Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that bleeding occurred after sealing even though end tones were heard. The blood loss was described as "not much" in regard to amount. Bleeding was controlled with bipolar and diathermy. The diathermy was used to continue the procedure. There was no injury to the patient.

Manufacturer narrative:
(B)(4). One lf1723 was received for evaluation. The reported condition that the device was not properly sealing was not confirmed. The device was activated on simulated tissue with acceptable results and functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.